Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was stuck in a transmitter pairing loop. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of the device was stuck in a transmitter pairing loop is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.